Event description:
As reported: "dr impacted the glenosphere inserter when the glenosphere was not on the baseplate. Tip broke off and we were able to take out the tip. Impacted the glenosphere and the case went fine. Surgeon acknowledged he was not on the baseplate."

Manufacturer narrative:
Correction: refer to h6 results & conclusion codes. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on the event description, the customer stated that he impacted the glenosphere inserter when the glenosphere was not on the baseplate. It is specifically defined in the operative technique that this step is crucial for the proper functioning on the device. The root cause of the event can therefore be attributed to an incorrect insertion of the glenosphere by the user, which caused important forced on the tip of the holder/impactor. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "dr impacted the glenosphere inserter when the glenosphere was not on the baseplate. Tip broke off and we were able to take out the tip. Impacted the glenosphere and the case went fine. Surgeon acknowledged he was not on the baseplate."